Event description:
Antares pharma is the MFR of an insulin injection device called 'medi-jector vision' that was approved by the FDA and marketed to insulin dependent diabetics. Antares pharma has decided effective (B)(6) 2013 to no longer manufacture the vial adapters for the insulin vials and the disposable 'needle-free syringes' that are required for the use of the medi-jector vision. Would you please let me know what is their obligation for this medical device since I'm dependent on it. Thank you.